Event description:
The customer reported that a fast stop error message appeared on the system. Also during a case, the system needed to be shut down, an error code displayed, the machined to be stopped to wait 5 seconds and reset. This problem began a week ago. He rebooted the system and the system performs as intended.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ordered a cable, and could not duplicate the problem. He replaced the ribbon cable as a proactive measure. He checked the fast stop switch connections and found it was ok. He also found the x-ray controller pcb battery was low and was replaced. The system functions as intended.